Event description:
It was reported that during a routine follow up, this right ventricular (rv) lead was found to exhibit high out of range pacing impedances. The health care professional (hcp) called technical services (ts) and requested further review of the stored daily threshold and impedance measurements data. Upon review, ts was able to confirm that the high out of range pacing impedances on the rv lead measured greater than 2000 ohms. No noise was observed. Ts discussed review findings with the hcp and recommended for further lead testing to be done to evaluate the rv lead integrity. The hcp suspect cause to be due to change in patient condition due to lead contact with patient heart and will continue to monitor the lead. At this time, the rv lead remains in service. No adverse patient effects were reported.